Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a loss of alarm audio on their philips information center ix (pic). The device was not in use on a patient.

Manufacturer narrative:
A philips field service engineer (fse) was paged to dispatch to the customer¿s facility. The fse made multiple unsuccessful attempts to contact the customer. Follow-up with the fse indicates that no work has been done as they have been unable to reach the customer. No further information is available.